Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted cuts and markings on the tubing of the drain line and heater bag line. There were no cuts in the pouch. The reported condition was verified. The cause of the condition was determined to be from the flow wrap bar during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two to three lines of an amia automated pd set with cassette were cut. The home patient identified this issue during an unspecified process step of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.